Manufacturer narrative:
An event of complete atrioventricular block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete atrioventricular block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6) (r936220701). It was reported that on (B)(6) 2025, an unknown size navitor valve was implanted in the patient. During procedure, the access via right femoral artery with failure two preplaced proglies. During pre-dilation, the patient went to complete atrioventricular (av) block. The valve was implanted. A failure to close the left femoral artery, required manual compression and femstop. Post procedure, the patient received a permanent pacemaker. The patient required prolonged hospitalization after the implant.